Event description:
In 2007, the patient's mother stated that, last week, her son experienced a separation of his infusion set tubing at the luer-lock connection. She stated that he called from school and reported a blood glucose value of 14.3 mmol/l (257.4 mg/dl). His mother advised him to deliver a correction bolus. When he returned home from school, his blood glucose value was 18.5 mmol/l (33 mg/dl). His mother advised him to check his infusion set at that time. In doing so, he observed the separation. He replaced his infusion set tubing, then delivered a correction bolus of insulin in order to decrease his elevated blood glucose level. At the time of the call, the patient's mother asked for further details regarding the recall. She was educated regarding recall diligence. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was no longer available, thus the product lot number and expiration date were not available at the time of the call. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.